Event description:
It was reported that: md deployed manta as per IFU. Md stated that cfa site appeared dry immediately after deployment. When fluoro image was captured to further verify, md stated that there was a dissection below manta. Md stated he thought this was due to the edwards procedural sheath as he stated that he had great difficulty advancing this sheath past the iliacs. Md further elaborated that he did not think manta "failed" here, however, given the traumatic dissection thought that it may be a possibility that manta may not be in the right position. Ir and vascular were called for consult as is the procedure in their institution. Vascular and ir mds determined that surgery was best approach. While awaiting or transfer, ic md ballooned dissection with " 5.0fr long balloon". Patient vital signs were stable while awaiting transfer to or. Patient transferred to or in hemodynamically stable condition. Awaiting additional information re: patient outcome.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. A video clip was obtained by vsi/teleflex indicating the presence of extravasation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 79-year-old female patient (bmi within limits), presented to the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance and micro puncture. The right common femoral arteriotomy was 6mm, clear from calcification and tortuosity, with a measured deployment depth of 4cm + 1cm. Significant issues were encountered advancing the 14f expandable procedural sheath. The physician noted that he never experienced such difficulty advancing the expandable sheath past the iliacs as what occurred in this case. Following the initial procedure, heparin and protamine were administered; and the manta device was deployed to the measured deployment depth. Following deployment, the physician noted the access site appeared dry, although fluoroscopy images revealed internal bleeding and a traumatic dissection inferior to the manta lock. The physician noted this was likely due to the difficulty experienced advancing the expandable sheath past the iliac and did not place fault on the manta device. Although the dissection potentially could have interfered with the positioning of manta. Dissections are a common large-bore procedural complication. It is suspected the dissections were caused by the complications encountered advancing the procedural sheath prior to manta deployment. A call was placed to the interventional radiologist and vascular surgeon for a consultation to determine the best approach for the or per the institution's procedures. While the patient was waiting to be transferred to the or, the intensive care physician deployed a balloon to tamponade the dissection and stated the patient's vital signs were hemodynamically stable, and was transferred to the or for vascular surgery. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma.

Event description:
It was reported that: md deployed manta as per IFU. Md stated that cfa site appeared dry immediately after deployment. When fluoro image was captured to further verify, md stated that there was a dissection below manta. Md stated he thought this was due to the edwards procedural sheath as he stated that he had great difficulty advancing this sheath past the iliacs. Md further elaborated that he did not think manta "failed" here, however, given the traumatic dissection thought that it may be a possibility that manta may not be in the right position. Ir and vascular were called for consult as is the procedure in their institution. Vascular and ir mds determined that surgery was best approach. While awaiting or transfer, ic md ballooned dissection with " 5.0fr long balloon". Patient vital signs were stable while awaiting transfer to or. Patient transferred to or in hemodynamically stable condition. Awaiting additional information re: patient outcome.

Manufacturer narrative:
(B)(4).